Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported her blood glucose level became elevated 2 weeks ago and she believes the pump is not delivering enough insulin. Patient stated she began noticing e4 (occlusion) error messages on the pump; she would change the cartridge and infusion set and it would work for a short time and then the occlusion would start again. Patient reported that last week approximately (B)(6) 2014, her blood glucose was 600 mg/dl. Patient stated she changed the cartridge and infusion set then used an insulin injection; blood glucose lowered to 300 mg/dl but went back up near 600 mg/dl. Patient reported she switched to the backup pump; did not use the same accessories. Patient stated her blood glucose level returned to normal when she switched to the backup pump and remained normal since then. Patient discarded the adapter, cartridges and infusion sets. No adverse event reported. Product was replaced and requested alleged pump for evaluation.